Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 65mm thoracic aneurysm. It was noted the patient had a previous open aortic bi femoral repair and there were stents placed in the limbs of the open repair graft. It was reported during the index procedure several attempts were made to advance the device through the patients left limb due to resistance. A 22fr sheath was then advanced as far as possible through the limb and the device was reinserted through the sheath into the aorta. The device was deployed without difficulty but the middle of the stent graft failed to open. The delivery system was removed and the physician attempted to balloon the device to get it to open but there appeared to be a 5mm section that was constrained to about 16mm. Under fluoroscopy a section of the iliac stent was observed to be stuck on the stent graft leading to the graft being constrained. Several attempts were made to balloon out the stent to break it away from the graft but they were unsuccessful . Due to the stent constraining the graft, the distal end of the graft did not land in the intended place. The physician elected to implant a 43x55 navion stent to extend the distal end of the graft however this device misdeployed. It appeared as if the distal part of the graft auto-deployed causing the left side of the graft to slide out of the delivery system landing well above the intended landing zone. A (46x95) valinat navion stent was then used to extend the graft successfully. Per the physician the cause of the constrainment was due to the iliac stent fracturing and which was not observed until fluoroscopy. No additional clinical sequelae were reported and the patient is fine.